Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the fluid was coming from a loose quick disconnect (qd8) which is part of the flowcell harness. The fse tightened the quick disconnect to correct the problem. (B)(4).

Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. There was a leak of approximately 20 ml of clear fluid (of an unknown source) dripping from under the instrument. The leak was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing personal protective equipment of lab coat and gloves. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.